Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Per the article ¿conduction recovery following pacemaker implantation after transcatheter aortic valve replacement¿, 594 consecutive patients without prior permanent pacemaker (ppm) underwent tavr at a single academic medical center from january 2011 to december 2017. During the study period, 34 patients received a ppm after tavr with a sapien 3 valve. Article reference: ¿kaplan rm, yadlapati a, cantey ep, passman rs, gajjar m, knight bp, sweis r, ricciardi mj, pham dt, churyla a, malaisrie sc. Conduction recovery following pacemaker implantation after transcatheter aortic valve replacement. Pacing and clinical electrophysiology. 2018 dec 13.¿